Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.